Manufacturer narrative:
Corrected data: g1 h6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that the knob of an aleutian inserter inner shaft fractured off while inserting an unknown cage. A new cage was required and the procedure was completed successfully using an alternative device with a 5 minute surgical delay and no adverse consequence to the patient. This report captures the unknown cage.

Event description:
It was reported that the knob of an aleutian inserter inner shaft fractured off while inserting an unknown cage. A new cage was required and the procedure was completed successfully using an alternative device with a 5 minute surgical delay and no adverse consequence to the patient. This report captures the unknown cage.